Event description:
It was reported that the patient underwent a fusion surgery at multiple levels that included the thoracic spine where rhbmp-2/acs was used on (B)(6)-2007. The patient underwent a second unspecified surgery where rhbmp-2/acs was used with a peek cage on (B)(6)-2007. The patient underwent a third unspecified surgery that was performed on multiple levels were rhbmp-2/acs was used with a cage on (B)(6)-2009. The patient reportedly sustained unspecified injuries following the implantation of rhbmp-2/acs. No further information was provided.

Manufacturer narrative:
(B)(4).